Manufacturer narrative:
Other relevant device(s) are: product ID: 9733823, serial/lot #: (B)(4). A cable was returned for analysis. Analysis found the cable was damaged and pins 11a and 4a were severely bent on the odu-mac connector. Several others are slightly bent. A continuity test revealed an open from pin 3b of the odu-mac connector to pin 3 of the large lemo connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the microscope cable was damaged. This was reported outside of a case.